Event description:
The pt is reportedly experiencing episodes of intermittencies with the device. External equipment was exchanged, however, this did not resolve the issue. Testing performed showed that the device was not functioning. The device was explanted and replaced with another advanced bionics device.